Manufacturer narrative:
The device was returned to hill-rom for analysis. A follow up report will be filed.

Event description:
Smoke began coming from the head end of the bed after the caregiver finished giving the patient a bath in the bed. A fire extinguisher was used on the bed. There was only smoke, no visible fire.